Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address high metal ion levels and metallosis. Medical records were received. The complaint was reopened to add the femoral stem and adapter sleeve. Operative from the revision surgery states: after dislocating hip, the femoral head was removed from the femoral component along with its sleeve. Inspection of the trunnion showed mild corrosion, but nothing to preclude a revision and placement.